Event description:
The customer's family or friend reported via phone call experiencing high blood glucose levels. The customer's blood glucose was 414 mg/dl on the morning of the call. The customer's most recent blood glucose of 250 mg/dl. The set had been replaced 4 times within one day. The caller noted that the insulin pump delivered during the prime process, but the customer's blood glucose continued to run high. She treated with manual injection. The customer had not recalled receiving any alarms since the high blood glucose began. The bolus history displayed all entries based on their recollection. Upon troubleshooting, the device failed the high pressure test at 0.5 units the first time; on the second try, the insulin pump passed the high pressure test. They were advised to change the entire infusion set, reservoir and insulin and treat per doctor's instructions. They were advised to follow up with her doctor concerning the unexplained high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.